Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low to 31 mg/dl and was going low in the middle of the night. The customer treated with food. The drive support cap appeared normal and recessed. The programming was found to be inaccurate and the customer was assited in correcting it. The customer declined further troubleshooting. The insulin pump was not replaced or returned for analysis.